Manufacturer narrative:
G4: 25sep2020; b4: 28sep2020. Multiple attempts have been made to gather details regarding the alleged failure, however, the customer did not respond to requests. The customer has not responded to requests regarding the repair status of the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported that the touchscreen is not working. There was no patient involvement. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse advised the customer that the recommended repair was the replacement of the touchscreen.